Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the sex. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog number, lot number, UDI), g3, g4, g6, h2, h6, h10, h11. Corrected field : a3(sex). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with ventral hernia/umbilical thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿a midline incision was made just below the umbilicus. The hernia sac was dissected out. A ventralex mesh was placed around the umbilical region and secure it with sutures.¿ (B)(6) 2019 ¿ patient was diagnosed with abdominal pain, adhesion, hereby underwent laparoscopic repair with lysis of adhesion. Per operative notes, ¿an incision was made in the left upper quadrant. There were multiple adhesions in the midline to the area of the previous hernia repair. Adhesions to the undersurface of the mesh were significant. Adhesiolysis was conducted with blunt dissection. The old mesh was completely exposed and there was no further evidence of adhesion to the mesh or the midline. The old mesh was well incorporated. The defect was closed with sutures primarily.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.